Event description:
It was reported that the impactor pad broke while the surgeon was implanting the femoral component. The surgical technique was utilized, there was no surgical delay, there were no foreign bodies retained attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event was confirmed. Visual examination of the returned product identified a fractured impactor pad consistent with the complaint, with all pieces returned and evidence of use (gouges and impact marks). Analysis of the fracture identified the fracture was consistent with the device fractures analyzed on a zrm document, which indicates overload failure or low cycle fatigue culminating in the overload failure. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.